Event description:
It was reported that the ultrasound gastroscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts, the user cleaning, disinfection and sterilization (cds) processes were not shared. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: unknown. Bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa, stenotrophomonas maltophilia. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: >100 cfu. Bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: >100 cfu. Bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: auxiliary channel. Cfu: >100 cfu. Bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: erector channel. Cfu: >100 cfu. Bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu/100ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: erector channel. Cfu: <1cfu/100ml. Bacterial identification: n/a. The device was evaluated where [no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.